Manufacturer narrative:
Additional information: the device was explanted but has not been received for investigation yet. According to the information received, the device was not providing benefit to the patient due to a post-operative active electrode array migration out of cochlea, as confirmed by diagnostic imaging.

Event description:
Since the first fitting the patient complained about the speech perception. A CT-scan shows many channels to be extra-cochlear. Patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the first fitting the patient complained about the speech perception.

Manufacturer narrative:
According to the patient report the device was explanted due to the active electrode array migrated out of cochlea. A complete insertion was achieved during implantation. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Since the first fitting the patient complained about the speech perception. A CT-scan shows many channels to be extra-cochlear. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the patient due to a post-operative active electrode array migration out of cochlea as confirmed by diagnostic imaging. No further information is available.

Event description:
Since the first fitting the patient complained about the speech perception. A CT-scan shows many channels to be extra-cochlear. A complete insertion was achieved during implantation. There was no complication during the surgery.